Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused. The device infused over 1 hour instead of 2 hours. This was observed during a carboplatin infusion at 63ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.